Event description:
Boston scientific received info that the right ventricular (rv) lead exhibited loss of capture. It was noted that on the x-ray, the helix did not appear to be fully extended. During the revision procedure, the physician attempted to reposition the lead unsuccessfully, so the rv lead was explanted and a new lead was implanted. No specific measurements or adverse pt effects were reported.